Event description:
Attorney's report of pt's alleged personal injuries and damages sustained due to product failure and required add'l surgery for explant of the mesh.

Manufacturer narrative:
The subject product has not been returned for eval . Therefore, no conclusion can be drawn . If the subject product is returned or more info becomes available a follow up report will be submitted.